Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty being interrogated in the hospital. The health care professional (hcp) did not know why this patient is in the hospital. Magnet response produced audible tones. The hcp would continue to try with the programmer however was in a hurry to get off the phone. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty being interrogated in the hospital. The health care professional (hcp) did not know why this patient is in the hospital. Magnet response produced audible tones. The hcp would continue to try with the programmer however was in a hurry to get off the phone. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received from the hcp that this patient was in the hospital and must have told the staff their s-ICD had not been checked in a while. As this patient was not their followed patient it was questioned whether the battery life was end of life (eol) on this s-ICD. This patient was a very large person, and this s-ICD had migrated more towards their back so getting a direct connection was difficult. After having this patient completely lie on their right side, the hcp was able to connect without any problem with the hcp noting they just needed to be more precise in my placement of the programmer wand. The hcp noted this was operator error and the battery life of this s-ICD was normal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.